Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported complaint of free flow of propofol was not confirmed during the investigation. No devices or records were returned for evaluation. An external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. A review of the system logs could not be performed since there were no devices or logs received for this investigation. Laboratory testing could not be performed, as no suspect devices were returned for this investigation. The bd alaris user manual v12.5.0 with guardrails, troubleshooting and maintenance guide provides the following information: ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of free flow of propofol could not be determined as no devices or records were received for this investigation. However, based on the information available, it is recommended that users verify infusion parameters prior to starting the infusion and ensure that no external objects interfere with the pump module door, as outlined in the bd alaris user manual v12.5.0. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that clinician experienced a propofol infusion to flow following spiking a second bottle with an IV set already in use. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that clinician experienced a propofol infusion to flow following spiking a second bottle with an IV set already in use. This was reported to bd representatives during their site visit. There was patient involvement but no harm.